Event description:
The caller reported that they had difficulty in suctioning a patient with an 8french catheter. The caller stated that the tracheostomy tube was placed in the patient in 2009 and was scheduled to be changed out a month later, and they will replace this tracheostomy tube on friday or monday.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested.